Event description:
Seven minutes into dialysis treatment in the ICU at hospital, this pt experienced shortness of breath, and o2 saturation decreased to 90%. The pt's primary nurse (hosp staff) was called to bedside and was present when shortness of breath became worse, o2 sat decreased to 86%, and the pt became unresponsive and stopped breathing. Pt was taken off dialysis machine and a code was initiated. Ccu physicians were at bedside. Pt subsequently died the next day with cause of death reported as cardiac arrest.